Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting ventricular oversensing. The patient was asymptomatic. The patient had normal thresholds and impedances.